Event description:
Customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded the software and calibration files. System operates as intended. This MDR is related to ge healthcare complaint.